Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards affiliate in (B)(4), during a transfemoral tavr procedure in the aortic position, upon removal of the delivery system, the sheath lining detached which caused the commander balloon to bunch the liner in the esheath, preventing the distal tip of the commander from re-entering the esheath. Initially the esheath was inserted into the right femoral artery without pre-dilation and without resistance. No bav was performed. The commander delivery system was advanced through the esheath with usual amount of push force experienced with a 29mm sapien 3 valve. The valve tracked the arch and was deployed in a good position. Upon withdrawal of the delivery commander delivery system, flexion was taken off and the commander was pulled back around the arch and towards the esheath. Unusually high resistance was felt. The balloon was unlocked and pushed forward so the pusher could more easily collapsed down off the balloon, however, there was decrease in resistance. Fluoro of the abdomen showed the esheath was still in position but with the distal tip marker moved down towards the groin. It was suspected the inner sheath lining may have detached and the commander balloon was now ¿bunching¿ the liner in the esheath, preventing the distal tip of the commander from re-entering the esheath. The physician managed to maneuver the esheath which sufficiently retracted commander and bunched, protruding liner out of the patient, maintaining hemostatic control and closing with two pre-placed, in-situ proglides. There was no negative impact to patient. Post procedure fluoro imaging of the removed esheath confirmed that the parts of the balloon and esheath were all intact. All parts were present. As per perceived root cause the inner lining of the esheath became detached preventing the removal of the commander delivery catheter.

Manufacturer narrative:
Correction: additional information. Section:  additional information provided indicated the c marker band remained attached to the inside liner of the esheath during the procedure as the esheath was x-rayed post procedure and the c marker was visible. No components were dislodged in the patient. During preliminary engineering evaluation, the distal end of the delivery system was observed to be inserted through the esheath.  Sheath liner bunching, 6" of delamination was confirmed (from distal tip).  The c-marker band was observed to have been dislodged and returned.  Minor distal tip damage was observed.  No liner tear was observed.  A compression was observed on the distal end of sheath shaft.  The balloon was observed to be bunched at the pumpkin. Investigation is ongoing.

Manufacturer narrative:
No applicable functional or dimensional testing was performed due to the nature of the complaint.  The reported complaint was confirmed through visual inspection of the returned device.  Imagery of the patient anatomy was also provided and did not indicate excessive/severe tortuosity. The esheath undergoes multiple 100% inspections during manufacturing.  The esheath is visually inspected and rejected for wrinkles, kinks, bends, mechanical damage, circumferential oriented surface defects, protruding or missing material, dents, cuts, cross linking of hdpe (blue) across liner (clear), holes or tears on strain relief, delamination, remnant lines, seam separation, and stress lines in liner.  During final inspection, the shaft od, tip ID, tip length, working length, coating length, strain relief length are dimensionally inspected.  Also, the esheath¿s are visually inspected and rejected for delamination, seam separation, wrinkles, kinks, bends, mechanical damage, circumferential oriented surface defects, protruding or missing material, dents, cuts, stress lines in the liner, cross linking of hdpe (blue) across liner (clear), notches on bottom side of liner (when holding housing in the left hand), and remnant lines.  Samples are then taken from the work order on a sampling basis for product verification (pv) testing. All sample units from the lot were noted to have passed pv testing.  These inspections during the manufacturing process support that it is unlikely that a defect in manufacturing contributed to the complaint event. A device history record (DHR) review performed revealed no issues that would have contributed to the complaint device. Review of history for the lot revealed a similar complaint for ¿sheath distal tip ¿ liner delamination¿.  The complaint is currently pending engineering evaluation.  There were no complaints for ¿sheath distal tip ¿ separated marker¿. A review of the complaint history from april 2017 to march 2018 revealed other similar returned complaints for the esheath (all sizes).  No manufacturing non-conformances were found in the returned samples.  Review of complaint history revealed that the occurrence rate did not exceed the march 2018 control limit for the applicable trend categories. The instructions for use, the device preparation manual, and the procedural training manual were reviewed for instructions/guidance on device preparation/usage.  No IFU/training deficiencies have been identified. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaints for sheath distal tip liner delamination and separated marker were confirmed.  A review of complaint history and manufacturing mitigations revealed no indication that a manufacturing non-conformance contributed to the event.  A review of IFU/training materials revealed no deficiencies.  Withdrawal of the balloon likely contributed to the complaint events. It was stated that resistance was encountered while retrieving the balloon.  It is possible that retrieval of the balloon into the tip of the esheath may have occurred in a non-coaxial condition which may increase the chance of the balloon getting caught on the esheath tip.  Applying enough force if the balloon was caught on the esheath tip most likely caused the delamination of the liner and subsequent dislodgement of the c-marker band.  Additionally, residual fluid in the balloon after valve deployment may create a larger profile that may increase withdrawal force/resistance and potentially lead to liner delamination and subsequent c-marker dislodgement.  A definitive root cause is unable to be determined at this time, however based on available information, patient and/or procedural factors may have contributed to the complaint event. No manufacturing or IFU/labeling inadequacies were identified.  Available information suggests that patient/procedural factors may have contributed to the event.  This issue was previously investigated by and corrective/preventative actions were addressed through a CAPA.  Since no manufacturing non-conformities were identified in the returned sample and occurrences rates do not exceed trend control limits, no further corrective or preventative action is required at this time.  Trending for this issue will continue to be monitored.